Manufacturer narrative:
Qc was within the lab's established ranges pre and post the event.bci field service engineer (fse) performed precision run on 20 points and all results passed. A clear root cause of this event cannot be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated ckmb result generated by unicel dxl 800 access 2 immunoassay analyzer.patient sample was repeated and normal ckmb result was obtained. The original and repeat results are provided.the erroneous results were not reported out of the laboratory.patient treatment was not impacted by this event.